Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to myopotential oversensing leading to inhibition was observed. The oversensing was reproducible with deep breathing. The patient was asymptomatic. Programming changes were made and the event was resolved.